Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window,cracked belt clip slot and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The insulin pump was returned without communication.